Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of above 400 mg/dl and stated that, the insulin pump was not working. Two days ago, the blood glucose was 148 mg/dl. Customer stated that she treated low blood glucose for the food intake. The customer also mentioned that, she did a change of her set. Customer stated that while walking the sensor alerted sensor glucose was 238 mg/dl and the blood glucose was above 400 mg/dl and was treated for using the insulin pump. Customer attempted to give more insulin but she still got a no delivery alert. Customer stated that several hours later the pump was working. Customer stated the finger stick reading at the time was 533 mg/dl. Customer reported that, the no delivery alarm did not occur during manual prime. Customer declined troubleshooting for the high blood glucose and for sensor glucose verses blood glucose. The device will not be returned for analysis.